Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter "fell out the same day the stitches were removed because the cuff didn't grow into the tissue, inflammation is not present". The issue occurred more than 30 days after insertion. No patient harm or injury was reported and no signs of local or systemic infection were observed. No medical intervention was required. A new catheter was inserted. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unopened chronic hemodialysis catheter set for evaluation. Based on the customer report, it is being assumed that the returned kit is a representative sample. The kit was opened to further inspect the components. Visual inspection of the catheter body, suture wings, and connector assembly revealed no obvious defects or anomalies. The catheter body length measured which is within the specifications of 49.4-51.4cm per product drawing. R & d engineers were contacted regarding this complaint investigation. They indicated there is no documented mechanism through which the returned catheter would grow into the tissues during use. Therefore, it is not an intended design of the product. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user , "do not use sharp instruments near extension lines or catheter. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The complaint of a migrated catheter could not be confirmed through complaint investigation of the returned sample. One representative kit was returned. No defects or anomalies were observed on the returned sample. R & d engineers were contacted and indicated that the catheter growing into the tissues is not an intended design of the product. Based on these circumstances, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter "fell out the same day the stitches were removed because the cuff didn't grow into the tissue, inflammation is not present". The issue occurred more than 30 days after insertion. No patient harm or injury was reported and no signs of local or systemic infection were observed. No medical intervention was required. A new catheter was inserted. The patient's condition is reported as fine.